Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while monitoring a patient who was experiencing chest pain, their device powered off by itself unexpectedly. The customer further advised that their device was plugged into an inverter on their ambulance when the reported issue was observed. The paramedic who was using the device advised that one (1) of the device's two batteries was low, which was why she had plugged the device into the inverter to charge. When she attempted to power the device back on, the screen flickered but it would not power on. The customer advised that once they were at the hospital (and the device was disconnected from the inverter) that the device powered on and functioned correctly. The patient, a (B)(6) male, survived the reported event and there were no reports of adverse effects to the patient as a result of the reported issue.

Event description:
The customer contacted physio-control to report that while monitoring a patient who was experiencing chest pain, their device powered off by itself unexpectedly. The customer further advised that their device was plugged into an inverter on their ambulance when the reported issue was observed. The paramedic who was using the device advised that one (1) of the device's two batteries was low, which was why she had plugged the device into the inverter to charge. When she attempted to power the device back on, the screen flickered but it would not power on. The customer advised that once they were at the hospital (and the device was disconnected from the inverter) that the device powered on and functioned correctly. The patient, a 37 year-old male, survived the reported event and there were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the device's battery pins and battery power cable assembly as a precautionary measure. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off multiple times during the event. Physio observed that during the reported event one of the device's batteries was fully depleted, which caused the unexpected loss of power. The ac power adapter charges the high battery and not the low battery, so when the power adapter is removed and one battery is fully depleted, the device will shut off. The cause of the reported issue was determined to be normal device operation, and not the result of a device malfunction.